Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for liner failure - polywear, pain and stiffness. Event is not serious and is considered moderate. Event is definitely related to device and not related to procedure. Date of implant: approx 20 years ago; date of event: (B)(6) 2020; date of revision: (B)(6) 2020; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Dor (B)(6) 2020: patient received a right hip acetabular liner revision to treat pain and osteolysis secondary to polyethylene wear of the liner. Upon entering the joint, the surgeon identified and debrided foreign body synovitis. After removing the 2 peripheral screws from the cup and liner, the surgeon confirmed severe asymmetric wear of the polyethylene liner. Small areas of osteolysis were debrided from the rim of the acetabulum and the proximal femur. The acetabular cup and stem were well-fixed and retained. There were no reported product problems with the revised acetabular screws or the revised ceramic femoral head. The patient was revised with a depuy marathon poly liner, ceramic head, and s-rom cruciate peripheral screws. The procedure was completed without complications. Doi: 20 years previously. Dor: (B)(6) 2020. Right hip.